Event description:
A four channel gemini infusion pump made by alaris was being used in a surgical case when channel d on the pump started free flowing with no warning to the medical staff. The free flow would occur when the pump was put in the pause mode. Biomed investigated the occurrence and found that the door hinge on the pump was cracked and would not allow the door to shut fully. There are no alarms to warn staff of a free flow situation.